Manufacturer narrative:
Following the information reported by (B)(6), the enterprise 5000x bed platform raised unexpectedly when the patient was lying on the bed. There was no injury nor other medical consequence reported. Arjo service technician tested the bed at the facility and the reported malfunction was recreated. The device inspection confirmed that the led lights were lit permanently on the control box and could not be reset, also the attendant control panel (nurse handset located at the foot end of the bed) worked intermittently. Also, patient handset clip and deck extension lever handle were damaged and required replacement, however malfunction of these components turned out not to be related to the reported problem. No other actions than the one already taken (parts replacement) were needed as the functional testing performed after parts replacement confirmed the proper functionality of the bed. The review of the bed¿s service history revealed that these components were original ones and have never been replaced before. In summary, the involved enterprise 5000x was used with the patient when the bed platform moved unexpectedly. There was a malfunctioning control box and attendant control panel detected on the device, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to unintended bed platform movement.

Event description:
Following the information reported by (B)(6), the enterprise 5000x bed platform raised unexpectedly when the patient was lying on the bed. There was no injury nor other medical consequence reported.